Manufacturer narrative:
The complaint that the needle does not fully retract was confirmed and the cause appeared to be manufacturing related. Representative samples from lot 5010456 were received in sealed unit packages. A functional test revealed that the needles were partially retracted and the flash notch on 5 of the 20 tested units became caught on the blood control valve upon activating the safety mechanism. The dimensions of the needle were within specification. No damage or defects associated with threading difficulty were identified on the representative samples after examination and functional testing. As the samples from sealed unit packages failed to fully retract, the complaint was confirmed, and the cause appeared to be manufacturing related. A notification of the confirmed defect was sent to our manufacturing personnel for awareness.

Event description:
No new information.

Event description:
While attempting to insert the 18g peripheral IV into patient's right ac, the catheter would not advance properly off the needle system while in patient's arm. When I pushed the white button to retract the needle, the needle did not fully retract into the bottom of the shield. It felt "caught" on the IV catheter hub and I could not depress the white retraction button again. Both needle and catheter were removed together from patient's arm and disposed of immediately into the sharps container.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, (B)(6) was used as the state.